Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side capsular contracture, baker grade unspecified. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particles in the gel, one curved opening on the anterior, and the weight of the device within specification. A microscopic analysis was performed which identified: one striated opening on the anterior. Based on the device analysis the final assessment is: one striated opening due to surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reports right side capsular contracture, baker grade unspecified. The device has been explanted.